Manufacturer narrative:
The surgical issue questionnaire was reviewed for potential causes of the reported issue. Based on this review, implanting the device at an off-label location, implanting a damaged stimulator, the patient going through an MRI procedure, implanting the stimulator after the expiration date, not prepping the skin with antiseptic solution, not irrigating the site with antibiotic solution before closure, using inappropriate tools, and multiple tunneling attempts have been ruled out as potential causes. Additionally, the patient did not engage in strenuous activity. However, the erosion was caused by the patient having thin skin and poor healing. A representative conducted a review of sterilization and packaging records for the respective product lot; it has been confirmed that the product was delivered sterile, validated sterilization parameters were used, and sterile barriers were verified to be intact following packaging. The stimulator is used to treat pain. The cause of the erosion is due to the patient being a poor candidate due to health, weight, age, or mental capacity as the patient has thin skin (user error - clinician). Rates reviewed at the most recent complaint trending meeting do not indicate a significant increase in surgical issues. Surgical issue rates remain acceptably low; thus, CAPA is not required. Surgical issue rates will continue to be tracked and trended.

Event description:
The patient reported erosion. An explant procedure was performed on (B)(6) 2023. A new lead was implanted and a different area was used to create the pocket. The patient is currently doing well and no further issues have been reported.